Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication did not show up after it was approved. A technical support specialist relaunched the application, and the user was asked to request the medication again to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, medication (oxycodone 5 mg tab) did not show up. Whenever the customer approved the request, the item disappeared from the profile. However, there were no delays or adverse events or injuries reported based on this event.